Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s both right eye and left eye. After the implant it was reported that the patient experienced perfect refractive result but severe dysphotopsia in both eyes that did not improve over 3 months. The iols were exchanged. No further information was provided. This report captures the right eye. The left eye is being reported in manufacturer report number: 3012236936-2025-0003435.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.